Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 3999-30, lot# 0204522130, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
The healthcare professional reported that the patient had pain again. There was no good program with the other lead. It was unknown if there was any environmental/external patient factors that may have contributed with the issue. The impedance confirmed problem with greater than 10,000 ohms. The lead was replaced and the issue was resolved at the time of report. Additional information received reported that at the end of (B)(6) 2017 the patient did not feel stimulation anymore. Different tests were performed including change of battery and impedance without success. Different tests were performed with no results. The lead was changed. Interventions included changing the lead. The issue was resolved at the time of report. The patient has been operated to control the lead and to change it (stud defective).

Manufacturer narrative:
Analysis of the lead found that the proximal end conductor was broken due to overstress/damage. The number 6 conductor was broken due to overstress/damage at the number 6 connector weld site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3999-30, lot#: 0204522130, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was confirmed that the lead involved was implanted on (B)(6) 2011. Regarding the symptoms that the patient experienced, it was reported that the patient felt pain again. The patient met with the nurse to change the program, however, the lead involved (with high impedance) was best for decreasing the pain. The patient met with the physician and they chose to check the lead and replace it. The patient felt as good as before.